Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage. Manufacturer contacted customer on 04/08/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 170-220mg/dl fasting. Verified the strips expire 12/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened 3/30/2016. Reviewed meter memory. The 493mg/dl (B)(6) 2016 08:53:00 am fasting:no. The 593mg/dl (B)(6) 2016 06:39:00 am fasting:no. The hi (B)(6) 2016 07:35:00 am fasting:no. The 196mg/dl (B)(6) 2016 04:06:00 am fasting:no. The 59mg/dl (B)(6) 2016 04:01:00 am fasting:yes. Customer is concern with the blood result that was taken on (B)(6) 2016 at 4:06am 196mg/dl and the ambulance meter gave a big difference of 282mg/dl. Customer states that his blood sugar drop low this morning and he had to call the ambulance. Customer states that the ambulance came and run a blood test and got a blood result of 35mg/dl, he then decided to run a blood test with his trueresult meter and got 59mg/dl. Thirty mins later, the ambulance meter gave a results of 282mg/dl and trueresult was 196mg/dl, then 30mins later again the ambulance meter gave a results of 276mg/dl but the trueresult meter 323mg/dl. Customer is concern with the meter giving a big difference when both tests were performed. Customer is feeling fine now. He is not having any symptoms he feels a lot better now. Customer is not sure which meter the ambulance was using. Customer states that he tests 6 times a day and he is taking lantis and novalog for his diabetes. Customer normal glucose range is 170-220mg/dl. Strips are being stored in the kitchen. I check the meter memory and one of the customer blood result was hi.